Event description:
Maude report (B)(4): patient states he was revised a year later for loose stem. Had another revision on 2011 because it popped out. He still cannot function with daily life without help, and it still hurts and makes noise.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Maude report (B)(4): patient states he was revised a year later for loose stem. Had another revision on 2011 because it popped out. He still cannot function with daily life without help, and it still hurts and makes noise. Doi (B)(6) 2008 dor 2009 doi 2009 dor 2011. Doi 2011 dor no revision at the time. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product and lot information were not provided for the remaining devices. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.